Manufacturer narrative:
Device review. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the device used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found (B)(4) lot number shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications, and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis (pd) patient called technical support and reported she felt sick during treatment. The patient vomited during the call and was then advised to seek medical treatment. The next day patient called back and stated she was hospitalized overnight and diagnosed with peritonitis.

Event description:
A peritoneal dialysis (pd) pt called technical support and reported she felt during treatment. The pt vomited during the call and was then advised to seek medical treatment. The next day patient called back and stated she was hospitalized overnight and diagnosed with peritonitis. Follow-up was conducted with the pt's nurse who confirmed the diagnosis of peritonitis. No further info was provided.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.